Manufacturer narrative:
Evaluation conclusion no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID neu_screwdriver, product type: accessory. Analysis of the stimloc screw found the thread was damaged. The tip of the stimloc screw was rounded and appeared to be folded over.

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082221714a, implanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the torque wrench did not work properly. The screw driver was defective and broken and the ¿bolt 2 could no longer be fixed almost.¿ the two stimloc screws were difficult to fix. A second stimloc set was used and one of the screws was not sharp enough and did not hold in the bone. A different set screw was used. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.